Event description:
Caller alleged discrepant results (accuracy) comparison of inratio test compared with lab. Results as follows: date: 2009, inratio: 3.8, lab: 4.8. Tests are within 45 minutes of each other.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2009, inratio: 3.8, lab: 4.8, mean: 4.30, confidence_limits: 2.5-6.5. Functional testing is not required at this time. Summary: end-user reports discrepant accuracy results. The comparison of both inratio and lab value of user are within the confidence limits and meet accuracy criteria. Revealed user currently on bactrim. Pt condition and treatment may affect test result. Product deficiency not established. No further investigation required. No corrective action is required as no product deficiency was established. As of today, no product is expected to return.